Event description:
It was reported on (B)(6) 2012 that during a surgical procedure to replace the patient's trial leads with permanent leads, the physician had noted "white scarring" at the lead track. The physician cut down or stripped this visible scar tissue before placing the permanent lead. Additional information reported on (B)(6) 2012 reported that during an intra-operative impedance test, all electrodes yielded values of around 1000 ohms. The patient was receiving effective stimulation and no further testing or intervention was planned. It was indicated that the physician does not typically note visible scarring around the trial lead(s) area following the implant procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3873, lot #: v142491, implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type: screening.